Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the down arrow keypad button was intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The initial complaint erroneously identified the incorrect serial number (B)(4). The correct serial number for this complaint is (B)(4) and the pump has not been returned.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2: date of submission 25-apr-2018 - device evaluation: the pump has been returned and evaluated by product analysis on 29-apr-2018 with the following findings: during investigation, the keypad was intact, and the contrast, up arrow, and ok keypad buttons were intermittently responsive. The keypad was removed to find contamination under the button contacts. Unrelated to the original complaint, the battery compartment was cracked below the grip pad. Additionally, the display was dim and pink.